Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, stent dislodgement, device embedded in vessel or plaque appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that rotational atherectomy and balloon pre-dilatation were performed in the heavily calcified, proximal circumflex coronary artery and a perforation was noted. The 2.8x16 mm graftmaster failed to cross to the perforation due to the anatomy. During removal of the graftmaster, the guide wire retracted back and the guide lost its position in the proximal circumflex coronary artery and the graftmaster went into the left main circumflex. The graftmaster stent dislodged in the left main ramus and in the circumflex. An unspecified balloon dilation catheter (bdc) was used to perform angioplasty and only 2/3 of the stent was able to be crushed in the left main ramus. The portion of the stent that extended in the circumflex was not crushed. An unspecified bdc was used to successfully treat the perforation. The patient is stable. There were no adverse patient sequela and no clinically significant delay during the procedure. No additional information was provided.